Event description:
It was reported that the table on the 2800 sys is functioning, but the generator does not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reloaded software and replaced power supply. The sys was tested and found to be working as intended and placed back into service.